Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d16052 and h13e09088 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The patient did not wear a mask which led to peritonitis. The patient was hospitalized for the event for 18 days. The catheter was removed and pd therapy was discontinued. This report is a duplicate of manufacturer report 1416980-2013-21642.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and was hospitalized for the peritonitis. The patient was treated with unknown antibiotics. At the time of the report, the patient was still hospitalized, and recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 5 involved in this peritonitis event.